Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product in question is defunct and no testing material has been available for several years. No product is expected to be returned related to this case. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter called to troubleshoot error messages on their current coaguchek xs meter. The initial reporter also complained of discrepant inr results with a coaguchek meter with an unknown serial number when compared to a laboratory result using an unknown method. On an unknown date about 10 years ago, on the coaguchek meter the result was '7 something' inr and then '9 something' inr. The patient then received a laboratory result of '3.5 inr - 4.0 inr.' The patients therapeutic range is 2.5-3.5 inr.